Event description:
Restoration modular conical distal stem was broken and revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack fracture involving a mod con dist stem 17 x 155 mm was reported. The event was confirmed. Material analysis confirmed that the distal stem component fractured in fatigue, initiating at or near the laser marking located on the lateral stem surface. A review of the provided x-rays and medical records by a clinical consultant indicated that the x-rays confirm the stem fracture at its proximal section where the bone proximal to the level of the stem fracture has completely disappeared except a small bone fragment near the abductor insertion at the greater trochanter. Furthermore, there is a healed fracture in the medial cortex of the femur below the level of the lesser trochanter. Root cause of failure for all involved events is procedure-related with one problem of early instability after the first revision in (B)(6) 2010 leading to the next revision in (B)(6) 2011 which secondarily caused avascular necrosis of the proximal femur resulting in complete resorption of the proximal femur leaving the rm-device without any bone support and ultimately resulting in a fatigue fracture of the remaining distal intramedullary stem section. All sequential problems are related to technique of revision surgery, partly inevitable after complications of initial fixation developed and as such are procedure related with no additional patient-related or device-related factors present as further supported by the mar findings. Device history review indicated that all devices have been manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the same lot number. The investigation concluded that the stem fracture was caused by technique of revision surgery and is procedure related.

Event description:
Restoration modular conical distal stem was broken and revised.